Event description:
On november 9, 2004, the patient contacted lifescan alleging that his one touch ultra meter was prompting the error 1 message. The meter started prompting the error message on tuesday, while he was out of town. The following day, he purchased a new battery, however, the meter continued to prompt the error 1 message. He attempted to test several times and eventually stopped using the meter for approximately 1 week. While at a trade show, he began having a pins and needles sensation around his mouth. He drank 2 jars of orange juice and did not attempt to test. He felt better following the juice. On another day between the hours of 3 and 4 am, he woke up having the same sensation around his mouth. He could not think straight; however, he knew to drink orange juice. He laid down and "let the sugar take affect". He did not attempt to test and did not seek further treatment. The patient is on a sliding scale insulin regimen that is based upon his meals. The customer care representative (ccr) verified that the patient had been using correct testing technique, the battery compartment was in good condition, and there was no trauma to the meter. The ccr walked the patient through retesting and the meter prompted the error 1 message. The patient did not allege harm. There is no information to suggest that the patient experienced injury. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.